Manufacturer narrative:
Device evaluation: visual inspection revealed that tip of the torque wrench had material deformation in the form of rounded edges. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a cross connector torque wrench with a worn tip during inspection after it was received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information. Device evaluation by the manufacturer found the tip was deformed.